Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture. The lead was explanted on (B)(6) 2015. The patient's condition was stable post procedure.